Manufacturer narrative:
Age at time of event: (B)(6). Describe event or problem: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article "cryo-balloon angioplasty for pulmonary vein stenosis in pediatric patients" that following a cryoplasty treatment procedure reintervention & death occurred. An unspecified polarcath balloon catheter was used to treat the target stenosis. The patient underwent reintervention on an unknown date. The patient died from progressive pulmonary vein stenosis on an unknown date.